Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing with a green cartridge it was noticed that the device had been loaded with a 45 cartridge instead of a 60. They could not get it to retract off tissue. The powered reverse button and the manual level were used, neither one worked. They eventually got the device open and off tissue. No cut or staples deployed. A new device was used to complete the procedure. There was no patient impact.